Event description:
The lead was returned from a funeral home after being removed post mortem. The patient died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
It was reported that during an implant attempt the right atrial (ra) lead exhibited high thresholds. The device had been attached and the pocket closed when the thresholds rose rapidly. The lead was repositioned and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.